Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event involved an unspecified plum 360 pump. It was reported that the pump was in standby mode, not connected to a patient but primed and programmed. After programming the pump was placed into a standby, it was then reported that the pump spontaneously began pumping and a ¿puddle¿ of fluid was noted on the floor with the end cap still intact at the end of the pump set at approximately 1550 on 14-aug-unknown year. There were at least 2 pumps in standby on the IV pole at the time. There was no patient involved and unknown patient harm.

Manufacturer narrative:
Additional information in d1 - brand name, d4 - catalog #, and h4 - device mfg date. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.correction in d4 - serial #.